Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the screw that holds the cable in the brake block assembly was broken. The technician replaced the brake block assembly to repair the bed.